Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2019. H3 device evaluation summary: it was received for analysis an empty opened foil of product code j472, lot mj2984. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue of ¿the thread of the suture is easy to break ". The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mj2984, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery in 2019 and the suture was used. During the procedure, the thread of the suture was easy to break. There were no patient consequences reported.